Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an occluded groshong is inconclusive due to poor sample condition. One 4 fr groshong nxt catheter was returned for evaluation. The catheter extended from the 27 cm depth marker. The two-piece connector segment was not returned. Dark, red residual material was present within the tubing of the catheter. The sample was flushed with water and a leak was observed near the 56 cm depth marker. The complaint of a leak is addressed in report 3006260740-2019-03848. Fluid was observed to flow from the distal valve which suggest an occlusion was not present. Based on the presence of biological residue within the catheter, an occlusion caused by clotting may have occurred; however, the complaint is inconclusive since the issue could not be reproduced. The product IFU contains catheter maintenance suggestions which state, "for intermittent use, flush the catheter with saline once each week or after each use. Note: when infusion volume is a concern in small or pediatric patients, flush with 3 ml per lumen. Caution: to reduce potential for blood backflow into the catheter tip, always remove needles or needleless caps slowly while injecting the last 0.5 ml of saline." A lot history review (lhr) of redu1526 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed by other hospital, the catheter occluded and need to be removed. During the removal, the physician felt resistance and catheter broken after pulling. 11/26/2019 - it was reported that the patient was passed to cardiac catheterization room and the rest of the PICC (about 27.5cm) was removed. This file addresses the occlusion.